Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a round sigmoid surgery, the head was detached after triggering the anastomosis and initially remained in the colon. The head was removed using grain forceps without damaging the colon. There was no patient injury.